Event description:
The customer reported the tip of the driver broke during surgery and was unable to be removed from the head of the screw.

Manufacturer narrative:
A visual inspection of the returned device showed that the tip of the device is broken off. An up close inspection of the tip of the driver shows signs of excessive wear and tear. Functional testing was not performed as the device is too damaged. The probable underlying root cause cannot be definitively determined, however, it is likely that excessive wear and tear leading to loss of mechanical integrity and ultimately instrument fracture during usage of the device caused the instrument failure. This is likely as the device has been in the field since 2012. Evaluation, method - actual device involved in incident was. Visual examination. Photographic images made during evaluation .

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.